Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a severely calcified and tortuous ostial lm lesion exhibiting 70%. The device was removed from it's packaging as per IFU and inspected with no issues noted. No difficulty was noted when removing the sheath and on inspection no irregularities were noted. Negative prep was performed with no issues identified. Angiography identified 3vd cad with an intermediate ostial lm stenosis. Lesion was pre-dilated, sequential predilation of the ostial lcx was performed using a 2.0x15 mm non-medtronic balloon with 5 inflations to 14 atm followed by a 2.5x15 mm non-medtronic balloon with 4 inflations to 22 atm. The physician attempted to advance the resolute onyx across the lm /lcx but was unable to advance it deeper into a favorable position and a decision was made to retrieve the device. Resistance was reported to have been encountered when advancing the device. The device did not pass through a previously deployed stent prior to dislodgement. It is reported that a fair amount of excessive pressure would have been applied in order to attempt to cross such a calcified vessel. No inflation was applied to the device. Difficulty was encountered when removing the device and it was noted that the stent was stripping off the delivery system. An attempt was made to deploy it in the guide catheter at 8atm. The distal segment was reported to remain firmly trapped in the ostial lcx angulation and the stent was eventually stripped of the delivery system. It is the investigator's understanding that the patient was referred to surgery in order to remove the stent. Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.